Manufacturer narrative:
Initial reporter address: (B)(6). Phone number: (B)(6). The device was not received for evaluation however, photos were provided for evaluation. The visual inspection observed that the cone of the return male luer lock (mll) was deformed and probably broken. The observed leak was likely due to the broken mll cone. The reported condition was verified. The cause was design related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150, an external blood leak was observed at the return luer connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.